Event description:
Constant dull cramps, bloated stomach, lower back pain, weight gain probably due to swelling. I have started to have heart palpitations, high levels of anxiety and nervousness and I can't keep my thoughts in order. I also have had an increase in ocular migraines and floaters. (B)(4).